Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was observed in the bd plastipak¿ concentric luer lock syringe piston during use. The following information was provided by the initial reporter, translated from french to english: "presence of an unknown substance at the top of the piston, observed during the preparation of an atb. Actions taken: use of another syringe defect observed on several syringes in stock = withdrawal of the batch in question".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-17. H6: investigation summary four samples were provided to our quality team for investigation. Upon visual inspection, excess silicone can be observed in two of the syringes. No other particles or foreign matter is observed on the products. A device history review was performed for the reported lot 2002244, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2002244 and found to be within the required limits. Testing was performed on all returned samples and verified two samples, which were initially observed, did contain excess silicone. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of a failure in the sprayer that doses the silicone. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
It was reported that foreign matter was observed in the bd plastipak¿ concentric luer lock syringe piston during use. The following information was provided by the initial reporter, translated from french to english: "presence of an unknown substance at the top of the piston, observed during the preparation of an atb. Actions taken: use of another syringe defect observed on several syringes in stock = withdrawal of the batch in question".